Event description:
It was reported that during a surgical procedure, the tip of the device broke. It did not enter into the surgical site but rather fell on the floor. A back-up tip was used to complete the procedure. There were no adverse consequences and no delay reported.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.